Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number (B)(4) and lot number (B)(4). The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and it was observed that the scale marking is missing. No other defect or imperfections were seen. It could be possible for this defect to occur during the syringe barrel printing process. It may have been that a jam occurred missing the printing on these products. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings were missing from 3 bd syringes with the luer-lok¿ tip. The following information was provided by the initial reporter: "graduated markings are missing from the syringe. (Blank)"